Manufacturer narrative:
Follow-up #1: date of submission 11/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2016. The history showed that the pump was manually suspended on (B)(6) 2016 at 18:39 and manually resumed at 20:54. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no errors, alarms or warnings during testing. The original complaint could not be duplicated of confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a rebound low with a blood glucose (bg) value less than or equal to 70mg/dl (3.9mmol/l). There was no indication of the exact bg value. The patient reportedly experienced unsteadiness when standing and walking and felt severe dizziness and was confused. The patient reportedly was treated by the emergency medical services via intravenous fluids (IV) and oral carbohydrates. It was noted that the health care provider adjusted pump settings before and after the adverse event. This complaint is being reported as the patient experienced a low based on a training misuse history settings error which caused the patient to overcorrect with the pen causing a hypoglycemic event. The patient reportedly remained on the pump.